Event description:
Initially, dentist did not report any event associated with repair when requested on (B)(6)2008. When contacted for another event on (B)(6)2009, dentist advised unit was sent in for repair as had burnt pt starting at lip upwards toward cheek on right side.